Event description:
It was reported that the rotapro burr became stuck with a rotawire. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A percutaneous coronary intervention was being performed using a rotapro 2.25mm and a rotawire for treatment. The rotational set speed was 190,000 rpm. The devices were inserted into the coronary artery in dynaglide mode. A yellow alert was displayed immediately after the start of ablation. After several ablation attempts, the alert did not disappear. The devices were cut to remove the devices. After cutting, the advancer was tried to be removed in dynaglide mode, but the rotawire was also pulled out. Both the rotapro 2.25mm and a rotawire were removed together from the patient together. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The rota device used in the procedure was returned with the rotawire within the device. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was kinked at the proximal end. The advancer used during the procedure was returned and used for analysis. The returned wire was able to be removed with resistance, but was not able to be reinserted due to the kink in the proximal end of the rotawire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the returned rota device due to a kink in the proximal end of the rotawire.

Event description:
It was reported that the rotapro burr became stuck with a rotawire. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A percutaneous coronary intervention was being performed using a rotapro 2.25mm and a rotawire for treatment. The rotational set speed was 190,000 rpm. The devices were inserted into the coronary artery in dynaglide mode. A yellow alert was displayed immediately after the start of ablation. After several ablation attempts, the alert did not disappear. The devices were cut to remove the devices. After cutting, the advancer was tried to be removed in dynaglide mode, but the rotawire was also pulled out. Both the rotapro 2.25mm and a rotawire were removed together from the patient together. No patient complications resulted due to this event.